Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing and baseline shifting. Technical services (ts) suspects the potential for sense b noise. Provocation maneuvers were performed; however noise was unable to be produced. The s-ICD was reprogrammed to the secondary vector, despite undesirable r/t ratios. Follow-up is expected. This s-ICD system remains in-service. No additional adverse patient effects were reported.